Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii leakage at septum admitted to hospital for treatment of cerebral infarction. During treatment, medical staff inserted a cannula into a vein in the patient's right upper limb. During use, the patient experienced the following adverse events: cannula leakage: during infusion, the patient noticed leakage at the cannula connection, which caused poor infusion and discomfort.

Event description:
No additional information is available.

Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record (DHR) review could not be performed as no material and batch/lot number was made available for this reported event. Retain sample analysis could not be performed as no material and batch/lot number was made available for this reported event. Root cause could not be determined due to unavailability of sample, material and batch/lot number information.